Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced chronic pain, infection, hernia recurrence, abscess, staphylococcus aureus, inflammation, fibrosis, granulation tissue, scarring, cellulitis, skin thickening, ill defined fluid, foreign body reaction, laxity, bulging, atrophy of left-sided wall musculature, tenderness, fluid wave across entire abdomen, seroma, straw colored serousfluid, swelling, discomfort, fevers, nausea, decreased appetite, abdominal pain, chest pain, drainage, weeping rash, bumps, myalgias, erythema, increased warmth, pustules, chills, fatigue, sepsis, redness, purulent material, diarrhea, tachycardic, distention, constipation, protuberant abdomen, loss of domain, and open wound. Post-operative treatment included wound vac, mesh removal, aspirated straw colored serous fluid, seroma drained, antibiotics, incision and debridement of seroma/capsulectomy, medications, PICC line placed, admission to hospital, lysis of adhesions, bilateral component serparation, abdominal wall reconstruction, jp drains, and implant of new biodesign surgisis 20x30 cm mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced chronic pain, infection, hernia recurrence, abscess, and open wound. Post-operative treatment included wound vac, mesh removal, and implant of new biodesign surgisis 20x30 cm mesh.

Manufacturer narrative:
Additional info: ime e2402: skin thickening, ill defined fluid, laxity, atrophy, fluid wave across entire abdomen, straw colored serous fluid, decreased appetite, bumps, pustules, loss of domain). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced chronic pain, infection, hernia recurrence, abscess, staphylococcus aureus, inflammation, fibrosis, granulation tissue, scarring, cellulitis, skin thickening, ill defined fluid, foreign body reaction, laxity, bulging, atrophy of left-sided wall musculature, tenderness, fluid wave across entire abdomen, seroma, straw colored serous fluid, swelling, discomfort, fevers, nausea, decreased appetite, abdominal pain, chest pain, drainage, weeping rash, bumps, myalgias, erythema, increased warmth, pustules, chills, fatigue, sepsis, redness, purulent material, diarrhea, tachycardia, distention, constipation, protuberant abdomen, loss of domain, open wound, defective device, mental pain, disability, impairment, & loss of enjoyment of life. Post-operative treatment included wound vac, mesh removal, aspirated straw colored serous fluid, seroma drained, antibiotics, incision and debridement of seroma/capsulectomy, medications, PICC line placed, admission to hospital, lysis of adhesions, bilateral component separation, abdominal wall reconstruction, jp drains, and implant of new biodesign surgisis 20x30cm mesh.

Manufacturer narrative:
Correction: h6 (added patient code). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced adhesions, abnormal white blood cell count, hemoglobin, platelet count, bun, sodium and lactate, chronic pain, infection, hernia recurrence, abscess, staphylococcus aureus, inflammation, fibrosis, scarring, cellulitis, skin thickening, ill defined fluid, foreign body reaction, laxity, bulging, atrophy of left-sided wall musculature, tenderness, fluid wave across entire abdomen, seroma, straw colored serous fluid, swelling, discomfort, fevers, nausea, decreased appetite, abdominal pain, chest pain, drainage, weeping rash, bumps, myalgias, erythema, increased warmth, pustules, chills, fatigue, sepsis, redness, purulent material, diarrhea, tachycardia, distention, constipation, protuberant abdomen, loss of domain, open wound, defective device, mental pain, disability, impairment, <(>&<)> loss of enjoyment of life. Post-operative treatment included CT scan, wound vac, mesh removal, aspirated straw colored serous fluid, seroma drained, antibiotics, incision and debridement of seroma/capsulectomy, medications, PICC line placed, admission to hospital, lysis of adhesions, bilateral component separation, abdominal wall reconstruction, jp drains, and implant of new biodesign surgisis 20x30cm mesh.

Manufacturer narrative:
Additional info: b5, e1 (facility name), h6 (patient codes, imf code, updated ime e2402 to include "abnormal white blood cell count, hemoglobin, platelet count, and lactate"). Correction: a2 (date of birth). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a5a, b7 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced chronic pain, infection and recurrence. After treatment, the patient experienced mesh removal.